Event description:
The rn was called to the room. The pt's gastrostomy tube (gt) was dislodged and the gt was laying next to the pt. The balloon was deflated per the rn and the gt was found to have a hole in the balloon. The gt was initially placed in the or last month. An abdominal xray was completed. A foley was placed and the healthcare practitioner does not plan to replace the gt button at this time.